Event description:
(B)(4). Implant completed in 2012. Nothing but health issues since. Constant pelvic, hip and back pain. Blood and urine tests with high white cell count with no explanation. Bloating, lack of libido. Chronic fatigue.